Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center for evaluation. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles or degradation. In addition, the device had no dust/dirt contamination and displayed error code e007 (err_software), e053 (err_comp_log_sem_timeout), e055 (err_therapy_queue_full). The device was scrapped.